Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred due to an infection (B)(6) 2019. 36mm humeral cup was removed and replaced by a 36mm humeral cup. Primary surgery occurred (B)(6) 2018. Revision surgery also due to an infection (B)(6) 2018 and (B)(6) 2019.